Event description:
During a tonsillectomy procedure a conmed suction coagulator arced on a metal mouth gag instrument causing a small flame inside the pt's mouth. Surgical technician extinguished the flame with a sponge soaked with sterile water. Surgeon then stopped procedure to assess the pt for injury. With no identifiable injuries noted, the surgeon continued the procedure with new cautery hand piece and electrosurgical unit. Procedure was completed with no other incidents. The cautery handpiece was inspected after the incident and there was a small break and burn marks in the insulating plastic at the tip of the hand piece. The metal mouth gag instrument was inspected and had small black burn marks. The electrosurgical unit was evaluated and no problems were found with cautery output or energy levels.